Manufacturer narrative:
Tracking# 48793.

Event description:
It was reported the lc105 was used during an unknown procedure. It was reported by the affiliate the jaws of the lc105 do not hold the clip securely. The jaws may be misaligned. There was no consequence to the patient.